Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. It was reported that additional fluid was found in the pocket when the pump was refilled. The expected amount of medication was in the pump. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. The fluid was aspirated at the time of the refill. It was noted that old catheters had been tied off and left implanted when a new catheter was placed. The old catheters had potentially become untied, and the physicians thought they were leaking csf (cerebrospinal fluid) into the pocket. Additional information was received on 08-jun-2023 from an hcp via a company representative who reported that the patient was taken to surgery for catheter removal to resolve the csf leak, and that after old catheter removal, the csf leak had apparently resolved.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6) implanted: (B)(6)2003 explanted: (B)(6)2023 product type catheter product ID 8781 lot# serial# (B)(6) implanted: (B)(6)2016 explanted: (B)(6)2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 10-mar-2005, UDI#: (B)(4) ; product ID: 8781, serial/lot #: (B)(6), ubd: 16-feb-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.